Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The breathing tubing had a tear observed on the ridge. The cause of the customer reported issue of air leak was the tear. No other damages or anomalies were observed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a leak. The leak was not visible when the device was connected to another anesthesia machine and respirator, but it was still detected. The event occurred before patient use.